Manufacturer narrative:
(B)(4).

Event description:
It was reported that "stroke kit, usual catheter, no apparent data. Usg-guided access, during insertion of the stroke guide, it frayed. There was no total rupture or embolization of the catheter in the patient. A new catheter was requested, and the event was repeated. A 3rd catheter was used successfully." The patient's current condition is reported as "unknown". Additional information has not been provided at this time. Associated MDR number includes: 9680794-2024-01077.

Event description:
It was reported that "stroke kit, usual catheter, no apparent data. Usg-guided access, during insertion of the stroke guide, it frayed. There was no total rupture or embolization of the catheter in the patient. A new catheter was requested, and the event was repeated. A 3rd catheter was used successfully." The patient's current condition is reported as "unknown". Additional information has not been provided at this time. Associated MDR number includes: 9680794-2024-01077.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.